Event description:
It was reported that during a lobectomy procedure, the surgeon was completing a right upper lobectomy. The device with ((B)(4)) was successfully used without incident to transect the upper lobe vein. After transection, the surgeon did note a very slight bleed from the distal end of staple line on the specimen. The surgeon attempted to use the device a second time to transect the truncus anterior artery. The device was carefully placed around the artery ensuring it was well proximal to the cut line. As the device was fired, the tissue appeared to be pushed distal abnormally. The surgeon realized something wasn't right. He slowly opened the jaws of the device and realized he did not have complete hemostasis. He had his assistant maintain downward pressure on the artery with the end effector of the stapler while he performed a thoracotomy. He was able to successfully complete the lobectomy using the (B)(4).

Manufacturer narrative:
(B)(4). Additional information requested and received: what was the approximate size of the vessel? 12mm. Was the vessel noted to have presence of any calcification or disease? No. Was a vessel loop being used? No. Were clips used in the surgical procedure? Yes, one clip was used to control slight bleeding on lobar vein after first firing. What provisions were made to establish proximal and distal control of the vessel prior to firing? Clamps at the ready; doctor used the downward pressure with the distal end if the stapler to control bleeding. Did the patient require a transfusion? No. What is the current patient status? Unknown.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. (B)(4).

Manufacturer narrative:
(B)(4). Vasecr35 cartridge was visually inspected under magnification and significant damage was observed. The damaged surfaces, and components, are consistent with closing on and attempting to fire across a solid object. Attached, are pictures documenting the observed damage. The returned pve35a device performed consistent with the event description; all functions were conforming (such as open & closing, articulation & rotation of the shaft, and stapling & cutting). A test battery and cartridge were utilized to fire into a polymer test skin (the same as during manufacture), and visual inspection of the staples and cut line demonstrated conformance to manufacturing requirements. No abnormalities were observed with a conclusion drawn that the pve35a device was conforming. The lack of any abnormalities in the returned pve35a device, combined with the absence of the vasecr35 cartridge used in the first firing, prevents any conclusion as to why there was ¿slight bleeding¿ from the first firing across the lobe vein. The second firing¿s issues are attributable to having closed upon, and attempting to fire across, a solid object. Users are cautioned within the instructions for use ¿when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws.¿